Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis. Device photograph(s) for the device related to the reported event rupture was reviewed on march 20, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported rupture. This record relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. This record relates to an unknown side. Device remains implanted.